Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2024).

Event description:
It was reported that during a recanalization procedure in the right common femoral, the helix allegedly fractured. It was further reported that device was difficult to remove. Fractured segment was removed from patient by balloon trapping technique. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation and a physical investigation was performed for the catheter. The helix was broken at 26 cm from the tip of the catheter, as well as kinked at 11cm from the tip. The tube was kinked at 25cm from the tip. The catheter was sent with already broken housing and the gear housing was completely missing. The investigation is confirmed for the reported break issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a recanalization procedure in the right common femoral, the helix allegedly fractured. It was further reported that device was difficult to remove. Fractured segment was removed from patient by balloon trapping technique. There was no reported patient injury.